Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the low flow alarms was identified to be that the patient had massive thrombosis events, was severely hypotensive, was marked lactic acidosis, and had a decreased urine output. The alarms did not resolve. The ventricular assist device (vad) was without pulsatility despite escalating pressors and inotropes along with volume administration via blood to maintain the patient's mean arterial pressure (map) in the 50s. The patient went to the operating room for celiac axis thrombosis and superior mesenteric artery thrombus, and aortic thrombus. The occlusive thrombus in the main hepatic artery could not be recanalized. Significant thrombus in the superior mesenteric artery was treated with thrombectomy. Eventually. The patient was made do not resuscitate (dnr). The speed reduced to 3900rpm due to ongoing pump occlusion. The patient passed away on (B)(6) 2025 at 0925.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller, serial number: (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The system controller was not returned for analysis, and the provided log files did not capture any atypical events regarding the controller; the pump operated as intended throughout the data. Available information for this event indicates that the driveline was disconnected at the end of the data due to the patient being made as do not resuscitate (dnr), and the patient ultimately expired. The patient's outcome was not considered to be device related. The device operated as expected and will not be returned for evaluation. Review of the device history record for system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review due to low flow alarms. Log files were filled with low flow events. The log file ranges from 4:36:22 to 9:06:25 on (B)(6) 2025. At 9:06:22, the driveline was disconnected and the pump stopped. The pump speed adjusted in correlation with the numerous set speed changes, so it appeared to be operating as intended.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.